Event description:
Information received by medtronic indicated that the customer reported a difference in blood glucose and sensor glucose values and that insulin delivery was suspended. The blood glucose value was 254 mg/dl, and the sensor glucose value was 46 mg/dl. Troubleshooting was performed. The customer did not take any medications. The customer was advised that the sensor would be replaced. No harm requiring medical intervention was reported. The device will not be returned for failure analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.